Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack, white particles inside the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a puncture opening on the device, consist in the use of some surgical tool, opening striated consist with use of a surgical tool and crack opening on diaphragm valve. Based on the device analysis the final assessment is: a puncture opening on anterior assessed to surgical damage like. A striated edge opening on anterior side due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: h3 h6.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.